Manufacturer narrative:
The device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient called several times with a no disposable clamp tubing alarm. Troubleshooting was completed with three prior calls including two times having pump turned off and line clamped, cassette removed, and tubing massaged. Air bubbles noted in line. Had them gently tap the cassette on a firm surface and green tab pressed. No patient injury was reported.